Manufacturer narrative:
Follow-up #1 date of submission 05/22/2013 device evaluation:the pump has been returned and evaluated by product analysis on 04/26/2013 with the following findings:the keypad was found to be intact. Evaluation revealed that the keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded/discolored display screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; the up arrow, down arrow and ok buttons were allegedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.